Event description:
Magnet history was not provided by the site and attempts for this information have been unsuccessful to date.

Event description:
A vns physician reported that upon interrogation of a patient's vns generator during a routine follow up appointment, multiple magnet activations were displayed on the same line. Review of the generator programming history available in the in-house programming database revealed that the generator total operating time had rolled over. A manufacturer investigation has determined that the root cause for the magnet activations being displayed as multiple dates/times per row is due to the local array (tdatestr[255]) being mis-declared as static variable, however the trigger for this event has been identified to be the result of the generator's total operating time rolling over. From the analysis of the magnet history, it is possible that 15 magnet activations have not occurred at the time of the event. The event will be corrected once 15 magnet activations have registered following the total operating time rollover. This issue does not affect the performance of the device.

Manufacturer narrative:
Analysis of programming history performed.

Manufacturer narrative:
The event date was incorrectly reported as (B)(6) 2012 on the initial report. The date of the initial report was incorrectly reported as (B)(4) 2012 on the initial report. The date received by the manufacture was incorrectly reported on the initial report. The date received should have been (B)(4) 2012. It was incorrectly reported that magnet history had been provided by the site. The manufacturer was not provided magnet history at that time.